Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Ysical condition of the device showed top and bottom cases are in excellent condition. No visible contamination. Customer?s reported issue was duplicated and confirmed during power-up process and syringe test. Dowel pin came out of plunger head mount. The root cause of the reported issues was determined to be design related. No external damage or contamination on plunger head. Actions taken to mitigate the reported issue: replaced plunger head mount and dowel pin. Performed calibration on the pump and passed all the functional tests. UDI information is unknown.

Event description:
It was reported that syringe plunger holder event occurred. No patient injury reported.